Event description:
During a trochanteric fixation nail procedure, the stop on this reamer slipped slightly as the surgeon pushed the reamer (from a setting of 90 to 95), causing slight over-reaming. It was reported that the surgery proceeded to completion and no adverse effect to the patient was noted.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found; the product conformed to all requirements. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development event evaluation was conducted. The submitted drill stop was mated with a stepped drill bit and slipping occurred once force was applied. However, the drill stop only slipped in one direction and not the other. Changes were made to both the groove chamfers of the stepped drill bit as well as to the drill stop in 2011. These changes improved the overall engagement of the drill stop plunger mechanism with the grooves of the stepped drill bit. Changes were made to the design of the drill stop, as well as the stepped drill bit. The revised designs of the devices have been evaluated and are deemed to meet their intended use. Placeholder.

Manufacturer narrative:
Device used for treatment. Device is an instrument and is not implanted or explanted. There does not appear to be any damage to the drill bit. Orchid unique manufactured the 6.0mm/10.0mm step drill bit, part number 357.403, lot number u126173 the instrument conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. The unit returned for the complaint met material and hardness requirements. The drill bit was tested with part number 357.405 that was also returned. The parts mated together fine and the drill stop caught every step in the drill bit. There were no issues found.